Event description:
A report was received that the patient underwent a pocket revision due to the ipg being located in an uncomfortable position. The physician relocated the ipg to the opposite side. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.